Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Customer was unable to troubleshoot with tandem technical support because the cartridge was no longer in use. There was no reported impact to the customer's blood glucose level.